Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks due to oversensing caused by a dislodgement of the right ventricular lead. This ICD remains in service and no adverse patient effects were reported.

Event description:
It was reported that the patient was admitted to the hospital as this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks due to oversensing caused by a dislodgement of the right ventricular (rv) lead. Further information was received indicating invasive intervention was necessary to resolve the rv lead dislodgement. Both ICD and rv lead remain in service and no additional adverse patient effects were reported.